Event description:
The facility biomed engineering dept reported that the pump failed during pt use. Pump was reported to have all three channels infusing when the failure occurred. The failure type was not reported to biomed. The clinical setting informed biomed that depamine, heparin, and another unk drug were being infused at unk rates. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved, or the set up of the infusion device.